Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue which resulted in lack of alarm and obtaining the error messages, "scan again in 10 minutes" and "replace sensor" when scanning the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer lost consciousness and was unable to treat himself. The customer received unspecified third-party medical treatment by paramedics. No further information provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue which resulted in lack of alarm and obtaining the error messages, "scan again in 10 minutes" and "replace sensor" when scanning the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer lost consciousness and was unable to treat himself. The customer received unspecified third-party medical treatment by paramedics. No further information provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. A known-good reader was used to successfully communicate with the returned sensor. The scan time-out error message was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.